Event description:
Boston scientific received information that this patient's home monitoring system detected a high out-of-range (oor) pacing impedance for this right ventricular (rv) lead. The patient's following clinic contacted boston scientific technical services (ts) and discussed that this rv lead has shown increases in pacing impedance over the last year, and approximately two months ago impedance measurements exceeded 2000 ohms. Associated noise on the lead was also noted, however, no pacing inhibition or inappropriate shocks were reported. The patient underwent surgical intervention and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system and this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.